Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there was an infection at the right ins pocket site requiring explant. The etiology was stated to be related to the device, therapy, and implant procedure. The outcome was listed as "outgoing". No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received clarifying the ins and extension was abandoned and capped rather than explanted.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type extension, product ID 37085-60, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708660, serial# nkn106968v, product type: extension. Product ID 37085-60, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient had their extensions explanted and not replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the issue resolved without sequelea on (B)(6) 2019.